Event description:
I was diagnosed with a cataract in my right eye than had a lens implant in (B)(6) 2006, and then had another lens implant in (B)(6) 2006 to balance the sight in both eyes. Last year I went to the same operating doctor and told him I was having difficult seeing at night. He told me to buy yellow sunglasses for the glare. I did this and was not able to see in the dark with the yellow sunglasses even though the glare was lessened. I notice now, as of (B)(6) 2012, my eyes are worse than when I first was diagnosed with a cataract. My left eye is very hazy and with the glare of headlights at night I am blinded in both eyes. Please let me know if I should get another doctor's opinion or go back to the original surgeon for a second implant operation. Diagnosis or reason for use: improving vision.